Manufacturer narrative:
The returned device was evaluated for the reported problems. It was determined that the needle mechanism did not deploy and fully extend the cannula into the subcutaneous tissue. This was due to a manufacturing defect. This condition would be visible to the user via the viewing port upon placement. There was no adverse event. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. This is an isolated incident for this lot of product. The DHR provides evidence that the lot met the acceptance level prior to release.

Event description:
Customer called for daughter to report pod that her daughter had on for 1 night and woke up with high bg's (448). They removed pod and noticed that needle hadn't retracted and cannula never inserted. The situation was rectified by replacing the device. No further issues were reported. The caller stated that, the device would be returned to the manufacturer for evaluation.